Event description:
The duett sealing device was deployed following a diagnostic catheterization (via a 6f sheath in the right common femoral artery). It was noted that the physician initially attempted to seal the pt with a perclose, but failed and then proceeded to close the site with the duett. The pt presented with symptoms of an arterial occlusion (i.e. Pain, cold, pulseless leg) one hour after deployment. An angiogram confirmed the occlusion, which was treated with heparin, followed by a surgical thrombectomy. Pulses were restored, and the pt was doing well.